Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection when turned on, the cardiosave intra-aortic balloon pump (iabp) reports power up test fail code #6. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a touch screen calibration. Operational tests were carried out with positive results. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.